Manufacturer narrative:
Tass: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also led to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Iop elevation from baseline, corneal edema and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, corneal edema, lens opacity, toxic anterior segment syndrome, pupil impairment and athalamia. Due to elevated iop, corneal edema, lens opacity, toxic anterior segment syndrome, pupil impairment and athalamia, the lens was explanted. Following this, it was reported that "to date, the patient continues to present with persistent corneal edema, severe anterior segment inflammation, areflexic mydriasis, and anterior cataract formation. The patient is currently under intensive medical treatment with close follow-up". The medical management was reported as "corticotherapy, mannitol, diamox". Cause of the event was reported as device.

Manufacturer narrative:
Additional information provided: current patient status: left eye (os) with semi-dilated areflexic pupil and anterior subcapsular lens opacity, associated with reduced visual acuity and the last known bcva: 4/10(os)h6 - loss of bcva.claim #(B)(4).